Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced icl dislocation/subluxation and glare/haloes. Due to cl dislocation/subluxation and glare/haloes, the lens was explanted. A replacement lens of a stronger power, but longer length was implanted. Cause of the event is unknown. Significant glare and/or halos (under night driving conditions) and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes. Due to glare/haloes, the lens was explanted. A replacement lens of a stronger power, but longer length was implanted. Cause of the event is unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.